Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to be tested with the blood glucose meter due to no act button response. The device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose level was 270 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.